Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, multiple episodes of noise causing auto mode switch episodes were noted on the atrial lead. The noise could not be reproduced with provocative tests. The lead was capped and replaced. The patient would be monitored.